Manufacturer narrative:
Additional narrative: correction: product code, product catalog number and brand name: the product code, product catalog number and brand name were incorrectly documented as air reamer/drill ii and 511.606 in the initial report. The product code, product catalog number and brand name have been updated to air oscillator and 511.610. (B)(4). Evaluation update: in addition to the malfunctions identified in the initial report, reliability engineering also determined that the trigger did not lock. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to jun 6, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable the manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that a bolt was missing on the air reamer/drill device. During the pre-repair diagnostics assessment, it was determined that the trigger / slider was blocked, jammed and was moving heavy. It was further determined that the device failed for check safety system. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.